Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated MDR's 1225714-2014-05152, 1225714-2014-05153, 2937457-2014-01226.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011 after the use of the product.